Manufacturer narrative:
The initial medical device report was submitted with an incorrect serial number (B)(4) documented. The correct serial number is (B)(4). Review of complaint activity did not identify any adverse or non-statistical trends for the architect hbsag ssay. Normal complaint activity was identified for reagent lot 90165fn00. Using worldwide field data the historical performance in the field of reagent lot 90165fn00 was reviewed. The patient median result for reactive samples was within 1 standard deviation of the established baseline, indicating the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with false nonreactive results. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect hbsag, list 6c36, that has a similar product distributed in the us, hbsag, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) architect hbsag quantitative result for a (B)(6) male patient. The sample generated a (B)(6) result and was (B)(6) for ((B)(6)). No impact to patient management was reported.